Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a gyn procedure, the tip of the device flaked off into pieces into the pt. The pieces were retrieved. There was no pt consequence.